Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance the ruby coil due to tortuosity. The ruby coil was removed and two more ruby coils were successfully used. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.